Event description:
It was reported that (5) devices were used during an unknown procedure. It was reported by the affiliate that the ap200 clips would not close. Another instrument was used to complete the case. There was no consequence to the patient. Only (1) of the (5) is being returned.